Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42512000510, l/n: 63974783, nexgenâ® complete patella; p/n: 00587806532, l/n: 63911343, tibia cemented 5 degree stemmed; p/n: 42532007501, l/n: 63811518, femur trabecular metal cr; p/n: 42502206601, l/n: 63441130. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00132, 3007963827 - 2019 - 00133, 0001822565 - 2019 - 01696. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure due to continued pain approximately one year post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00132 - 1, 0001822565 - 2019 - 01696 - 1.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.